Manufacturer narrative:
Device evaluation the cutter returned inside the housing at approx. 0.7cm distal from the cutter window. It was not possible to advance the cutter further into the housing. A slight bend is noted in the housing where the cutter returned, and friction is noted when attempting to advance the cutter. It appears that pet is preventing the cutter from advancing inside the housing. No damage noted to the nosecone, guidewire lumen or distal end of the housing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6fr non-medtronic sheath and 0.014 non-medtronic guidewire during treatment of a 100mm plaque lesion in the patient¿s mid left posterior tibial artery. Lesion exhibited 80% stenosis. Artery diameter reported as 3mm. Slight vessel tortuosity and calcification are reported. IFU was followed. It is reported the cutter would not fully close as it was jammed. The cutter was outside the housing for removal of the device from the patient. The device was safely removed from the patient. The physician ballooned and finished the procedure. No patient injury reported.